Event description:
The user facility reported the system 1e caused scope damage to their olympus cytoscope cyf-5. No injury or procedural delay or cancellation was reported.

Manufacturer narrative:
A steris product mgr evaluated the olympus cytoscope, system 1e and quick connect assembly and determined the customer was not following the instructions for use for processing of the olympus cytoscope cyf-5 in the system 1e unit. The system 1e unit was operating properly and did not malfunction. Following the event, a steris clinician completed an on-site in-service with the facility's mgr, infection control officer and operators and discussed the proper use of the system 1e and accessories; including the importance of proper scope placement in the system 1e. The customer was provided with replacement quick connects and a new processing container following the event. No further issues have been reported.